Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unexpected pump errors 53 and 63 alarms. Blood glucose value was 110 mg/dl at the time of the incident. Troubleshooting was performed and the device will need to be replaced and returned.

Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report.

Event description:
(B)(6).

Manufacturer narrative:
Device passed the self test and displacement test. However, software error alarm found in the device history due to software error. Device also received with device. Hardware low level failures error in the device history due to broken trace on pin, keypad assembly.

Event description:
The customer's weight information has been changed to (B)(6).